Event description:
Patient with elevated ldh in clinic (B)(6) 2012, after missing warfarin dose(s). Put on enoxaparin. On f/u at clinic 12/17 ldh remained elevated and pump not maintaining speed. Admitted that day and pump exchanged (B)(6).